Event description:
It was reported that the customer experienced a blood glucose (bg) of 46 mg/dl; cause was unknown. Customer consumed a "sugar beverage" to address bg. Recommendation was made to discuss diabetes management with a health care professional.